Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After being inserted into the patient, air was aspirated into the syringe that was connected to the extension port of the sheath, prior to inserting catheters. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.